Manufacturer narrative:
No investigation was performed. The device was not returned and there was no indication of a device malfunction.

Event description:
This report is based on a patient contacting reshape regarding a hospitalization purportedly as a result of pancreatitis. This diagnosis has not been confirmed by her implanting physician or admitting hospital, despite repeated attempts by reshape. The implanting physician's impression was the patient was just dehydrated. Reshape continues an effort to secure additional information from the admitting hospital and implanting physician.